Manufacturer narrative:
Concomitant medical products: product ID; 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. (B)(4)

Event description:
A consumer reported that the patient was currently receiving baclofen via their implanted intrathecal pump. The manufacturer/type of baclofen, drug concentration, dose rate, and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity. A second pump replacement was performed on (B)(6) 2015. The patient was taking oral percocet since the replacement on (B)(6) 2015. Oral baclofen pills as needed and botox injections were further noted; therapy dates were not reported. The patient experienced a grand mal seizure on (B)(6) 2015. The patient didn't get a lot of sleep on (B)(6) 2015 and felt exhaustion. The patient never had problems with exhaustion before as she just goes to sleep. It was noted that every time the patient planned to lie down something came up on (B)(6) 2015 and it wasn't till after 10:30 pm when she could. The only thing out of the ordinary prior to the seizure was that she was exhausted. The patient was however also in a great deal of pain and on (B)(6) 2015, before the grand mal seizure, she couldn't get their legs swung up on the bed to get into bed. The patient had to also scoot many times as far back as she could and just laid in bed and cried because it was so painful. The patient's legs were bugging her on (B)(6) 2015 because they had to go in and move the pump from one side to the other at the time of the pump replacement on (B)(6) 2015. The patient's husband had called an ambulance when the patient alerted him; right before the seizure. The patient went to the hospital emergency room (ER) that night and the next thing she remembered was waking up and being asked if she remembered anything. An MRI was not performed at the ER. A cat scan however was performed on (B)(6) 2015. The hcp saw what the patient's family physician previously found before which was something the patient knew about from when she was young regarding a vein in her head that was quite narrow. It was noted that in 1989 the patient had fell and hit her head. Three weeks later she had a grand mal seizure and was told by a neurologist that she wouldn't need medication or to worry about it because it was due to a narrow / underdeveloped vein in her head. It was clarified that when the patient fell in 1989 she whacked her head on cement floor and it bounced off and hit a metal cabinet pretty good and three weeks later she had a grand mal seizure. The patient's legs were hurting because the pump had to be moved from one side to the other during replacement on (B)(6) 2015. Given the patient's state on (B)(6) 2015, the patient didn't think to tell the physicians when she was starting to remember everything to tell them that she had a baclofen pump. The patient was concerned because she doesn't want to have a repeat grand mal seizure and she didn't know if the medication was too high or too low. The patient was kind of chalking it up to the pain killers from the surgery stating she doesn't take pain killers if she doesn't have too. It was further indicated that the patient also chalked it up to being exhausted. The patient had been prescribed pain killers for when her pain gets bad from the spasticity. The patient was on the pain regiment her doctor prescribed from surgery and wasn't getting quite as much as she would like to. Other than for pain the patient didn't want to take any other pain killers and had taken the pain killers every 4 hours like her doctor told her to. It was noted that the patient was tired from the pain killers and had dozed off a few times that day(B)(6) 2015. The patient had not needed their pain pills since having had the grand mal seizure and had not had any more seizures since. The patient was questioning if the percocet that was prescribed following the pump replacement could cause a side effect a few days later when the patient was down to 2 more pills. The patient believed her husband contacted the hcp and told them of the grand mal seizure, because she also gets botox injections and they needed to change the appointment. The situation was currently being addressed by a healthcare provider (hcp). The patient was contacting an hcp to give an update on their symptoms and determine the next steps. No further information was reported regarding the event. Additional information received from the hcp indicated that no additional action was taken; things resolved by themselves. The patient had had a very stressful weekend when the seizure happened and when she finally got more sleep it resolved. Her medical history includes cerebral palsy, lower extremity spasticity, and pain. Allergies include sulfa, dilantin, elixophyllin, lortab, and tetracycline. On (B)(6) 2015 the pump was refilled with gablofen 2,000mcg/ml, lot 2163-112, dose 314mcg/day, and that therapy was ongoing as of the date of this report. [Refer to manufacturer's report # 3004209178-2015-20601 for information pertaining to the pump replacement on (B)(6) 2015